Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Stylet insertion test cannot be performed due to distal conductor stretched.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure a curved stylet was inserted into the inner lumen of the lead. The stylet got stuck in the middle of the lead and failed in insertion. A second stylet was attempted but the same situation occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.